Event description:
Facility reports the following: 1. The incision was made in the patient's back for a posterior fusion of l3-l4. 2. Upon completion of the surgery, prior to suturing, the epidural catheter was directly inserted into the epidural space and the surrounding tissue was sutured. 3. The patient received effective analgesia for 3 days post op. 4. The anesthesiologist removed the epidural catheter using minimal pressure and the catheter was noted to be fragmented. 5. The patient went to surgery on the fourth day post-op for catheter removal without success. 6. On the fifth day post-op, the patient returned to surgery for the successful removal of the epidural catheter.